Event description:
During a spinal tap, given pre-delivery, the needle broke in two, approx. 1" from the end. The dr explained that he had reinserted the needle when the problem occurred. The pt delivered without incident, and was taken for surgery to remove needle fragment. Distal end of needle removed under fluoroscopy. No permanent injury indicated.